Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient information was not available in the facility.

Event description:
It was reported that nrg transseptal needle was selected for use. During the procedure, the generator was working normally, and energization sound was heard without any error, but septal puncture could not be performed. After replacing the device with a versacross wire, septal puncture was able to be performed. The generator was in the 'ready' mode when the issue was encountered. There was no challenge noted related to the patient's anatomy. The septum tenting was confirmed before attempting to deliver rf energy. The needle was not manually reshaped prior to the procedure. The problem was resolved by replacing the needle. The procedure was completed successfully by using different device, same model. No patient complication was reported.